Manufacturer narrative:
Follow-up #1: date of submission 03/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2016 with the following findings: the battery compartment was found to be cracked in two places: below the bumper pad and between the bumper pad and the top. A crack was also found in the case near the upper right corner of display. A leak was revealed due to a cracked pump case. The battery compartment was also found to be leaking. There was moisture found inside the pump: on display board, in the battery compartment and on the transceiver board. Unrelated to the complaint, the display was found to be dim and lavender. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was reportedly moisture and corrosion in the battery compartment. There was no indication of damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.